Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had a surgery unrelated to the scs system, however since then the patient has not been able to connect with the generator and the patient controller (pc). Reportedly, the patient did not set the system to surgery mode. The manufacturer representative met with the patient, but was unable to resolve the issue with troubleshooting. Analysis of the system logs showed the scs system generator was not in a bondable state. The clinician programmer (cp) displayed "generator is not paired with this (B)(6)" multiple times, and the issue could not be resolved. Surgical intervention may be necessary to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.